Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clamping and squeezing the intestinal tract in a sigmoidectomy procedure, the tip part broke and separated. Because it was not able to confirm whether the intestinal stapling was formed correctly, a new product was fired to the oral side and the tissue was additionally resected. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the jaws were broken in two pieces. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the condition may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.